Event description:
It was reported that Tandem Mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer followed Technical Support instructions to leave wall adapter plugged into working outlet for at least 30 minutes, pump began charging without changing charging supplies, pump did not shut down, and no further assistance was required.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown.